Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 23 in the mouth, the implant had not achieved osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in (B)(6) site 23 in the mouth, the implant had not achieved osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)